Event description:
This lead was replaced because the physician was going to reposition it during a device upgrade but because of tissue in the helix, was unable to. There were no adverse patient events reported. The hospital retained the device. Should additional information become available, this report wil be updated.